Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room and was in intensive care unit at hospital due to hyperglycemia as well as diabetic ketoacidosis with unknown blood glucose level on unknown date. Customer was not able to program the basal rate. The customer stated that the symptoms related to high blood glucose such as vomiting. The device will not be returned for analysis.